Manufacturer narrative:
D4: product sn and UDI corrected. Manufacturer¿s investigation conclusion: the reported event of backup battery fault alarm was confirmed via the submitted log file. Data from the reported event date of 29jun2024 in the submitted controller event log file was reviewed. The backup battery fault alarm activated on (B)(6)2024 at 09:09:57 due to a load test fault. The alarm cleared briefly with a self-test and then reactivated at 09:19:03. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller, serial number (B)(6), was not returned for analysis. The provided information stated that the alarm was unable to be resolved with self-tests. The alarm resolved with a controller exchange. The backup battery will be replaced when the patient returns to the clinic. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to further investigate the issue of backup battery fault alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5- ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6- ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced a backup battery (ebb) fault which was unable to resolve with troubleshooting. Power cable disconnects and multiple self-tests were attempted for troubleshooting. The system controller was changed to the backup system controller and there were no further alarms. The initial system controller would be used as a backup and the ebb would be replaced. Waveforms were not available.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.